Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during an arteriovenous fistula (avf) creation procedure through medial radial vein and radial artery, the catheter allegedly had resistance while advancing through the sheath. Upon removal of the device from the patient, it was noticed that the tip of the catheter allegedly broke. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed, this is second complaint reported for this product / lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. The venous catheter was just returned. A sheath was not returned. No damage was noted on the catheter tip. The venous catheter shaft was stretched at the distal magnets section. It was stretched midway from the catheter tip to the electrode housing. Gaps were present along the shaft from magnets numbers 16 to 30. The damage to the device - the stretched catheter suggest that user handling techniques (excessive force) was responsible for this damage. Therefore, the investigation is inconclusive for the reported device compatibility and unconfirmed for the reported tip catheter break issues. The root cause for the reported device incompatibility and break issues could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instruction for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: device description: the wavelinq venous catheter is a flexible magnetic catheter that contains a radiofrequency (rf) electrode for the delivery of radiofrequency energy, a yellow hemostasis valve crosser (valve crosser) for interfacing with the introducer sheath on the distal end (figure 2), and a cable and plug. The wavelinq venous catheter connects via an electrosurgical pencil to an esu for delivery of radiofrequency energy with standard grounding pads as described above. Warnings 1. The wavelinq 4f endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. 18. The wavelinq 4f endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Vascular access 8. Identify the vascular access location during pre-procedure planning. The arterial and venous access location may include upper arm access (brachial artery/vein) or venous wrist access (ulnar vein or radial vein). 9. Prepare the vascular access location with sterile preparation per hospital protocol. 10. Administer anesthesia or conscious sedation per hospital protocol. 11. Secure the patient¿s procedure arm in a restraint to prevent arm movement. 12. Use tourniquet or blood pressure cuff to facilitate vessel access as required per standard protocol. 13. Under ultrasound guidance, gain percutaneous access to target vein with a puncture needle. Devices can be introduced from an upper arm access (brachial vein) for the parallel configuration or from venous wrist access (ulnar vein or radial vein) for the antiparallel configuration. 14. Introduce a guidewire into the vein through the needle and advance an adequate length to facilitate introducer sheath insertion. A microintroducer sheath may be used to first confirm intraluminal position of guidewire. 15. Insert a 5 fr sheath into the vein over the guidewire. 16. Inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure. Limit the dose of contrast depending on the patient¿s residual renal function. Alternate contrast methods may be used at the discretion of physician. 17. Under ultrasound guidance, gain access to the brachial artery with a puncture needle and introduce a guidewire. 18. Insert a 5 fr sheath into the artery over the guidewire. Using physician discretion, administer anticoagulant and vasodilator intravenously. 19. Insert a 0.014" guidewire into the artery and deliver to the target avf creation site. 20. Insert a 0.014" guidewire into the vein and deliver to the target avf creation site. 21. Orient fluoroscope perpendicular to the target artery and vein using guidewires, ultrasound or contrast as guidance. 22. Remove tourniquet or blood pressure cuff (if applied) precautions 2. Care should be taken during handling of the arterial and venous catheters in patients with implantable cardiac defibrillators or cardiac pacemakers to keep the distal 3 inches of the catheters at least 2 inches from the implanted defibrillator or pacemaker. 5. Keep magnetic ends of catheters away from other metallic objects which may become attracted and collide with devices. 6. Some patients who have veins deeper than 6mm may require superficialization per kdoqi guidelines h10: d4 (expiry date: 05/2022), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an arteriovenous fistula (avf) creation procedure through medial radial vein and radial artery, the catheter allegedly had resistance while advancing through the sheath. Upon removal of the device from the patient, it was noticed that the tip of the catheter allegedly broke. The procedure was completed using another device. There was no reported patient injury.